Event description:
On november 5, 2006 the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately low. The medical affairs specialist (mas) listened to the recorded call to lfs and spoke with the pt on november 15, 2006 to obtain add'l info included below: the pt took her usual diabetes medication: glyburide 2.5 mg twice a day. She said her blood glucose readings were normal on the reported meter while she experienced nausea for a couple days. She went to urgent care because she continued to feel nauseated. A result of 223 mg/dl was obtained on the urgent care meter compared to a result of 101 mg/dl on the reported meter. The tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The pt was treated with IV fluids and medication for nausea in the urgent care. She was told her nausea was due to hyperglycemia. She was advised to replace the reported meter. A result of "100 something" was obtained on the urgent care meter prior to the pt being released to home. The pt's physician prescribed metformin oral diabetes medication for the pt, which she started taking a "couple days later" in addition to her usual glyburide regimen. The pt began testing with another meter following the urgent care visit. The customer care advocate (cca) noted that the reported meter displayed three dashes in the 14 day average. The cca told the pt the three dashes displayed because the pt had not been using the reported meter. The cca confirmed that the pt followed correct testing technique. A control solution test was not performed because the pt did not have control solution. The meter was replaced. This complaint is reported because the meter read low compared to the urgent care meter. The pt experienced symptoms and received IV fluids. A second oral diabetes medication was prescribed for the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.